Event description:
It was reported the patient has lost stimulation. An sjm representative met with the patient for troubleshooting. During the visit, the programmer and charger were unable to communicate with the ipg. It was also reported the patient could not recall the last time he recharged the ipg. As a result, surgical intervention is the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.